Event description:
It was reported that an occlusion alarm occurred. System check was started by tandem technical support however, the customer declined to complete the system check and declined further troubleshooting. Customer's blood glucose was 118 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.